Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090033.

Event description:
It was reported that the patients occipital leads had eroded through the skin. The patient underwent a lead removal procedure and was doing well post operatively.